Event description:
It was reported that patient controller (pc) still displayed ¿replace generator soon¿ after the pc app was updated to the current version. Surgical intervention may take place to address the issue.

Event description:
Additional information was received that patient lost therapy. It is unknown if the ipg was prematurely depleted. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.